Manufacturer narrative:
The unit had missing segments due to a cracked lcd zebra connector. Analysis was unable to verify a discolored screen due to a cracked lcd zebra connector. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4)

Event description:
The customer called in to report a partial display with discoloration. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 600 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.